Event description:
It was reported that the target lesion was in the mid left anterior descending artery, with moderate tortuosity, heavy calcification, and a 90% stenosis. The 2.5 x 15 mm trek dilatation balloon was being used for predilatation and met slight resistance during advancement. The dilatation balloon ruptured at 4 atmospheres for 10 seconds on the first inflation. There was no resistance felt during retraction of the balloon catheter from the patient. A non-abbott balloon was used for predilatation and a xience v stent was implanted successfully. No patient adverse effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to indicate a product deficiency.